Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for her daughter via phone call that she was hospitalized due to ketones and diabetic ketoacidosis on monday with blood glucose of over 600 mg/dl, patient's current bg: 107 mg/dl. Customer tried hp two times and it did not pass. The customer experienced symptoms such as vomiting and nauseous. The customer was treated with pump and then the shots. Customer reports they have contacted their healthcare professional regarding the high blood glucose level. The customer was not wearing the insulin pump during the hospitalization. Customer is not calling back to perform an hp test . The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test. The drive support disk was inspected and no anomalies were noted. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.